Manufacturer narrative:
Resmed has requested the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore, resmed is unable to confirm an alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that the external battery for an astral device was faulty. There was no patient harm or serious injury reported as a result of this incident.